Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor under infused during infusion. It was observed that the device under infused by approximately 90%. The device was filled with flucloxacillin. There was no report of patient injury or medical intervention associated with this event. No additional information is available.